Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm that occurred during initial drain and was not confirmed as the sample was not returned for evaluation. The cause of the low drain volume alarm was air in line; however, the root cause of the air in line could not be determined. A batch review was not performed due to unknown lot number. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During assistance with troubleshooting for a low drain volume alarm, which occurred on the homechoice (hc) during use, during initial drain, the patient revealed that there were air bubbles within the patient line. The baxter technical service representative (tsr) assisted with ending therapy on the hc, also advising the hp to start over with new supplies. The hc was operational. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem; they stated the patient did contact them and they came in for a clinic examination. The pd rn stated from the examination they found fibrin blockage, and talked about the air in patient line. The pd rn stated the problem has been resolved. The pd rn also clarified the information regarding the recent hospitalization of the patient was not peritoneal dialysis related. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.